Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred during the load process. Customer¿s blood glucose level ranged between 100-150 mg/dl. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.